Manufacturer narrative:
The product has been requested for return, but has not yet arrived for evaluation. Once it has arrived and the product evaluation completed a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non conformance's. The UDI number is not available.

Event description:
It was reported that there were inaccurate values displayed with the foresight module. The cv anesthesiologist unplugged the foresight module during patient monitoring to untangle the cord from the other equipment and when it was re-connected, the sat values dropped approximately 15%. The values remained lower during the rest of the case. The cv anesthesiologist stated that there was no apparent event with the patient that would have triggered the lower sat values. The patient demographics were requested and not provided. There was no inappropriate patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
The product has been requested for return, but has not yet arrived for evaluation. Once it has arrived and the product evaluation completed a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The UDI number is not available. The dom and doe have been entered in this supplemental report.

Manufacturer narrative:
The foresight module was returned for product evaluation. The suspect module was connected to a known good working system for testing. It began displaying appropriate st02 readings. The technician unplugged the sensor simulators and reconnected. Once the channels re-initialized, the reading was the same as before they were disconnected and they were still appropriate readings. This was repeated three times with each sensor cable. He disconnected the module from the known good system and re-attached again and once again the readings were the same and did not drop, as reported. This was repeated three times with no drop in readings. The system with the suspect module was left to run for 30 minutes and the readings remained stable. The reported issue was not confirmed. A review of the log files determined the issue was related to an older software version. There was a pra initiated for this issue and the software version was updated to resolve the issue.